Event description:
Medical records were received: dor: (B)(6) 2023: patient received a left hip revision to treat pain and walking difficulty secondary to a broken and worn liner. Upon entering the joint, scar tissue, adhesions, and metallosis was evacuated. The revised liner was worn completely through and had fractured. The revised head had wear secondary to articulating on the cup. The cup was well-fixed with no evidence of wear and retained. The femoral stem was well-fixed and retained. The patient received depuy revision products. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2023. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: )

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: patient and legal. Revision was reported due to damaged products. At this time its unknown what products were revised or how they were damaged. The femoral head and liner are being reported for the noted "damage". Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 a call was received, by patient. Patient was revised in 2016 and received depuy implants. In 2023, the implants were revised due to unspecified damage. The type of damage is unknown. No additional information available.